Event description:
In 2013 I had breast implant, silicone, 400cc, augmentation, within 2 years of having them I became severely sick with aches, pains, chronic fatigue, adrenal fatigue, issues with sight, loss of memory, heart palpitations, trouble breathing, gastro issues, emotional stress, the list is endless - explanted (B)(6) 2019 and symptoms have diminished - I truly felt I was dying most days. FDA safety report ID# (B)(4).